Event description:
It was reported that during a valvuloplasty procedure, the right ventricular (rv) lead was dislodged. The lead was explanted and rep laced. No patient complications have been reported as a result of this event. The patient was enrolled in the wrap-it clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.